Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis (pd) patient experienced a connection issue with a minicap transfer set which resulted in peritonitis. It was reported the pd set was changed approximately three weeks ago. Two days prior to receipt of this report, the patient attended the ¿pd treatment room¿ where it was noted the new set was very stiff and the blue/white valve was unable to close completely, no leak was detected. The nurse specified they ¿could close the transfer set to the point just before the click however, it was very stiff. Thought the small gap left may have caused the peritonitis¿. The reporter stated the patient was unaware of this. The set was changed and no issues were noted. It was not reported if the patient was hospitalized for the peritonitis. Treatment was not reported. Action with pd therapy was not reported. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
On an unreported date the patient was treated at home with vancomycin intraperitoneally. Pd therapy was ongoing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.